Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that the endoscope's flexible tip was out of place. No known impact or patient consequence was reported.